Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. An examination of the subject device was performed by lumenis service engineer. New hs hp was delivered and installed prior to ce arrival and customer stated that it had been working properly since being installed. The customer stated that the old hs hp has a damaged laser array, one of the led panels inside was broken off and loose inside hp. After the new hp is installed, ce checked and confirmed that the power output level is within specification according to the service manual. Ce also cleaned the water filter and topped off distilled water reservoir. The system is operational and ready for use. In addition the issue with the damaged hs hp was reviewed by gso expert according to the photos, that stated that the hp received a serious blow, and as a result, the rod lenses detached and fell. Also added that this case should not lead to safety issue due to the fact that there are less active rod lenses, hence there will be less output energy from the hp. Another examination was performed on this system following another issue that was raised by the customer. Customer stated system leaking and unknown fault code. Initial system inspection shows leak from et handpeice connector onto baseboard, and driver board area. Attempt to clean contacts and pcb's. Restart shows blown cable from driver to baseboard. Return visit replaced driver and baseboard and cpu cable. E86 occurs when calibrating handpieces. Return visit replace hvps, hv cable to hp, cable to hvps/baseboard, and et handpiece. Run system on/ovv/on and calibrating both hp for over an hour for testing purposes. This system performs to all lumenis standards and specifications. This second case is not related to the original safety customer complaint about hs hp. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. Lumenis received an email from the customer that they refused to send the incident form to lumenis. According to the information received there was a device malfunction (handpiece failure). Based on gso review, hs hp received a serious blow and that this case should not lead to a safety issue due to the fact that there are less active rod lenses, hence there will be less output energy from the hp. Based on lightsheer duet risk file rd-1084050_n lightsheer duet risk management matrix - physical injury - handpiece ergonomics ( par. #10.1, sections: #10.1.1-plastic cover is slippery, #10.1.2-inconvenient grip) , the risk is within the acceptable risk. Regarding the second case, leak from et handpeice connector was found, based on the same risk file - par. #12.1.1 - cooling system (hardware, supply, control) failure/#12.1.1.1 - et handpiece cooling system failure, the risk is also within the acceptable risk. Regarding the clinical evaluation, the customer refused to send relevant information (incident form or photos), thus the clinical evaluation was not performed, therefore this case is being reported in an 'abundance of caution'.

Event description:
Lumenis received an adverse event report on a patient following treatment by hs hp on lightsheer duet device. Reported by customer that the hs hp is running hot. No abnormal functionality with small hp and when disconnecting the hp they notices a lot of lint/dust.